Event description:
It was reported that the customer accidentally gave an additional bolus they did not need. The customer's blood glucose subsequently decreased to 40 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.